Event description:
It was reported the patient's blood glucose level rose to 458 mg/dl while wearing the pod worn longer than 48 hours. The pod's cannula was found to be bent from the infusion site (abdomen) and the cannula was bent. No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and found bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.